Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The patient inserted a sensor into the abdomen on (B)(6) 2022, started the sensor warm-up and received a sensor failed message within 30 minutes. Two subsequent sensors failed, and he received a message from the transmitter that this was the last sensor he could use with the transmitter. During one of the ¿sensor failed¿ error events, the patient became hypoglycemic and lost consciousness. He was found by his sister and she called emergency medical services (ems). Ems arrived and performed a bg which was 61 mg/dl. The patient was treated with IV glucose and regained consciousness. The patient declined transportation to the hospital and recovered at home. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.